Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall and now they were going to the bathroom much more often, as well as not being able to get to the bathroom. When asked when this happened, the patient stated, ¿last week and the week before they had the falls and they are unsure when the issue started.¿ the patient requested literature and noted that they would call back if they needed help. They stated that they could not see to use the external equipment, and that they would follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.